Event description:
Clinical narrative: a (B)(6) year-old male with acute myocardial infarction and cardiogenic shock (pre-support scai shock stage d) underwent percutaneous placement of an impella cp (sn 664420) via the left femoral artery on (B)(6) 2026 at 01:50 am, prior to percutaneous coronary intervention with placement of three stents to the right coronary artery. Following transfer to the ICU, the patient developed slow, constant bleeding from the left femoral access site. The cath lab team was recalled, and a femoral compression device (femstop) was applied. Despite these measures, bleeding persisted throughout the day while the patient was receiving bivalirudin, with an elevated ptt (>200), resulting in a drop in hemoglobin and necessitating transfusion of three units of packed red blood cells. Hemostasis was achieved with femstop, gauze, and forward suturing. Due to ongoing septic and cardiogenic shock, a CT scan was performed, which identified a small pulmonary embolism and reduced blood flow to both lower extremities. Based on the available information, the patient experienced clinically significant left femoral access site bleeding requiring blood transfusion and mechanical compression, which was attributed to impella access in the context of anticoagulation and underlying coagulopathy. The subsequently identified bilateral limb ischemia occurred in the setting of severe cardiogenic and septic shock and significant pre-existing peripheral vascular disease; device contribution to ischemia could not be determined. There was no evidence of device malfunction or failure. The impella cp functioned as intended. The reported ischemia, pulmonary embolism, sepsis, and bleed may be influenced by patient specific factors such as severe peripheral vascular disease, underlying critical illness, scai shock stage d, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); e1; e3. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The investigation is still ongoing.